Event description:
Decreased dose delivered to pt for drug. Small hole discovered in secondary intravenous tubing set preventing medication to be administered in full. Device usage problem; device failed (e.g. Broke, couldn't get it to work or stopped working).